Event description:
Device malfunction: knot pusher resistance/suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using a prostar device after an interventional procedure. Reportedly, while advancing the knot, resistance was felt and the knot became loose. An attempt was made to fix the knot and reuse the suture; however, the suture broke. Hemostasis was achieved with a surgical stitch. There were no reported patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.